Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample was not returned for evaluation. Two x-ray images could not confirm a tip detachment because of poor resolution but one image demonstrates the detached distal tip on the table after the event which leads to confirmed result for tip detachment. The vessel was not tortuous/ calcified, the lesion was pre dilated, and 6f introducer with 0.035" guidewire were used for access. The guidewire was running smoothly inside the system, the user did not experience difficulty during deployment, but a force increase was felt upon removal potentially indicating entrapment. Based on the information available the investigation is closed with confirmed result for tip detachment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.', and 'visually confirm the delivery system integrity after removal.' The instruction for use further state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire (...).' And 'predilation of the lesion should be performed using standard techniques.' Regarding damage the instruction for use state: 'examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used.' The lifestent xl vascular stent is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery (sfa) and popliteal artery. H10: b5, d4 (expiration date: 04/2025), g3. H11: e1, h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the femoral artery through contralateral femoral access, the silicone head at the front end of the vascular stent allegedly fell off. It was further reported that the fallen piece was taken out with a foreign body catcher. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the silicone head at the front end of the vascular stent allegedly fell off. It was further reported that the fallen piece was taken out with a foreign body catcher. There was no reported patient injury.